Event description:
The customer reported that the foot pedal was sticking and produced uncommanded x-ray during a procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was replaced. The system was then found to be working as intended. This malfunction may have resulted in a possible accidental radiation occurrence.